Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis showed that the lead body damage was confirmed based on the observation of a slightly parted coils and nearby bulged in a polyurethane insulation approximately twenty one to twenty two centimeter from the terminal end. This is consistent with the stylet escaping the lumen. Further, the lead passed the continuity testing which is indicating that the conductor were intact.

Event description:
It was reported that this lead was an attempted implant due to lead incurred lead body damage. The lead was never in service. No adverse patient effects.